Event description:
It was reported that during a rotator cuff repair procedure using a firstpass suture passer, after successfully passing 6 sutures, the device began to misfire. A new needle was loaded, but the device still misfired. Ultimately, the surgeon opted to complete the case using a competitor's device. There were no significant delays or patient complications reported as a result of this event.